Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: d334drg ICD implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high impedances and a high number of short v-v intervals. The lead remains in use. No patient complications have been reported as a result of this event.